Manufacturer narrative:
Follow-up information received on 31-mar-2016. A legal complaint was received. This is a legal case now. It was reported that essure was inserted on (B)(6) 2013. After being implanted with essure, this plaintiff began to suffer from severe pelvic pain, fatigue, headaches, bloating, infection and muscle spasms. In (B)(6) 2013, she had a hysterectomy as a result of essure and was left with one ovary and nerve damage. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately a week after insertion, the physician made an ultrasound and found that tube was infected (interpreted as pyosalpinx). She was treated for a week with antibiotics but pain got worse and fever could not be controlled. A few days later, she was admitted and spent four days on three different intravenous antibiotics and pain medicine. A month after insertion, during hysterectomy, the physician noticed that the infection had abscessed and the abscess had ruptured (interpreted as ruptured abscess). At (B)(6), she had one ovary, along with her tubes, uterus and cervix removed. Outcomes were not reported. The pyosalpinx and ruptured abscess are listed events in the reference safety information for essure. In this particular case, the pyosalpinx was diagnosed approximately a week after insertion. Although essure system is sterile, it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering this information and the suggestive temporal relationship, the causal relationship with essure cannot be excluded. Considering that the ruptured abscess may be a complication of pyosalpinx, this event is also assessed as related. This case is regarded as incident since a device removal was required (implied) and the patient was hospitalized. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The ae case refers also to a usability issue. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately a week after insertion, the physician made an ultrasound and found that tube was infected (interpreted as pyosalpinx). She was treated for a week with antibiotics but pain got worse and fever could not be controlled. A few days later, she was admitted and spent four days on three different intravenous antibiotics and pain medicine. A month after insertion, during hysterectomy, the physician noticed that the infection had abscessed and the abscess had ruptured (interpreted as ruptured abscess). At age of (B)(6), she had one ovary, along with her tubes, uterus and cervix removed. Outcomes were not reported. The pyosalpinx and ruptured abscess are listed events in the reference safety information for essure. In this particular case, the pyosalpinx was diagnosed approximately a week after insertion. Although essure system is sterile, it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering this information and the suggestive temporal relationship, the causal relationship with essure cannot be excluded. Considering that the ruptured abscess may be a complication of pyosalpinx, this event is also assessed as related. This case is regarded as incident since a device removal was required (implied) and the patient was hospitalized. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted for birth control. The consumer chose essure because it was supposed to be non-surgical with minimal pain and no downtime. Consumer reported that if she knew essure was made of nickel she would never had it done as she has sensitivity to nickel. She reported after having essure, her body started shaking all over and she was in excruciating pain. She mentioned a bayer sales representative was in the room at the time and she sent the nurse to get a shot for her to try to get the consumer some relief of the pain; until she finally could go home. She reported her pain continued and she went back in the following week to see her physician again; an ultrasound was done and they found out one of her fallopian tube was infected. The physician put her on antibiotics and over that weekend her pain get worse and she could not get her fever under control. She went to the emergency department and spent four days on three different IV (intravenous) antibiotics and pain medicine. She went for her follow up 3 weeks after having essure inserted and the physician asked how she was feeling; she stated that could have the devices pulled out with her hands if possible. Then the physician scheduled a hysterectomy. Four weeks after being implanted she had her surgery; her physician had to remove one ovary because of the damage essure had done it, along with her tubes, uterus and cervix; she stated that was (B)(6). The consumer reported the entire time she had essure she could not eat; function; take care of her child; drive or work. Her physician mentioned that, during the surgery, he could see the infection had abscessed and was the size of a softball; and it was leaking infection into her abdomen. She stated that had survived one brain aneurism and was dealing with another at time of the report. Fast forward two years later (at time of the report), she was entering early menopause at (B)(6); she had multiple grade 1 prolapses which she did not had before her hysterectomy. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately a week after insertion, the physician made an ultrasound and found that tube was infected (interpreted as pyosalpinx). She was treated for a week with antibiotics but pain got worse and fever could not be controlled. A few days later, she was admitted and spent four days on three different intravenous antibiotics and pain medicine. A month after insertion, during hysterectomy, the physician noticed that the infection had abscessed and the abscess had ruptured (interpreted as ruptured abscess). At age of (B)(6), she had one ovary, along with her tubes, uterus and cervix removed. Outcomes were not reported. The pyosalpinx and ruptured abscess are listed events in the reference safety information for essure. In this particular case, the pyosalpinx was diagnosed approximately a week after insertion. Although essure system is sterile, it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering this information and the suggestive temporal relationship, the causal relationship with essure cannot be excluded. Considering that the ruptured abscess may be a complication of pyosalpinx, this event is also assessed as related. This case is regarded as incident since a device removal was required (implied) and the patient was hospitalized. No active follow-up will be pursued, as this case was identified during health authority website monitoring.